Manufacturer narrative:
Unit received with blank display, problem isolated to mother board. Unable to perform operating currents, self-test, unexpected restart error test, rewind test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test due to blank display. Unit had minor scratched lcd window, cracked battery tube threads and cracked reservoir tube lip.

Manufacturer narrative:
The information provided in product code and common device name were incorrect with the initial report. The correct information has been provided with this report.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump display was blank. The customer blood glucose was 210 mg/dl at the time of the incident. Troubleshooting was performed. Customer states the spring is neither damaged nor corroded. Coin slot was worn. Customer is not calling back after receiving a battery cap. After changing the battery on the insulin pump, the issue still reoccurred. Customer was advised to turn back to their back up plan and contact their healthcare provider if is needed. The insulin pump will be return for analysis.